Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope would not spin freely. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: ports were placed prior to the issue being identified and resulted in an inverted image. The endoscope did not move freely with uncontrolled motion and the event did not involve reversed controls on the system arms. The endoscope was flipped from 30 down to 30 up, after which, a recoverable fault was triggered. The endoscope was then removed and it was observed that the bunny ears were not spinning freely. At the time of the event, the surgeon did confirm desired orientation when the endoscope was installed and an indication of the image orientation was provided to the surgeon via the user interface. Additionally, the endoscope and endoscope's adapter/based was engaged/in sync/attached. There was no damage observed on the endoscope's adapter/base. The issue was resolved by utilizing a back-up endoscope to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.